Event description:
A (B)(6) male pt's sister called in to zoll lifecor customer support to report that the pt's monitor was not powering up properly. She tried both batteries and neither one powered up the system. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon evaluation, the monitor was found to have a defective component on the auxiliary board. One or more of the pads on components j2007 and j2008 were corroded which shorted out the in-system programmable (isp) line. This caused the monitor to be stuck in isp mode and prevented the system from powering up properly. The root cause of the corrosion on the components cannot be positively identified. Once the auxiliary board was replaced, the monitor was fully functional. No adverse event resulted from the short circuit on the auxiliary board. The pt received a replacement monitor.